Event description:
It was reported that the intraocular lens (iol), originally implanted in the patient's right eye was explanted in a secondary procedure due to the patient being unable to tolerate the lens due to glare. Additionally, an incision was required. The patient outcome was good.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder,

Manufacturer narrative:
Device evaluation: (B)(4). The returned sample was inspected at the manufacturing site under 12x microscope magnification. The lens was received intact. Visual inspection revealed lens can be identified as a tecnis multifocal acrylic 1-piece intraocular lens due to the presence of a diffractive ring pattern on the optic. Optic was observed to be damaged with scratches present, most probably related to the explant procedure. Lens was observed to be contaminated with dust particles, which is consistent with the lens being handled outside of a sterile environment. No further investigation was performed. A review of the manufacturing records showed no deviations or nonconformities. The documentation showed that the production order was manufactured according to specifications. Optical inspection showed lens was within optical power specifications. There are no associated nonconformity material reports with respect to the order number. Review of the sterilization records showed no deviations. Results of environmental monitoring records showed no deviations for the associated order number. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Corrected data: additionally, incision enlargement was required. (Enlargement was not included in sentence). (B)(4). All pertinent information available to abbott medical optics has been submitted.